Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) failed to operate due to user advisory (ua) 18 (max take-up revolutions exceeded)," which was confirmed based on the archive data review and during the in-depth functional testing. The reported (ua) 18 error was not reproduced during the testing as the platform failed functional testing due to the (ua) 02 (compression tracking error) upon powering on, unrelated to the reported complaint. However, during the testing, noted a damaged spring inside the shaft lock. This observed damage likely caused the platform to display (ua) 18 error intermittently. Upon visual inspection, unrelated to the reported complaint, noted the cracked front enclosure. The probable root cause for the observed physical damage could be due to user mishandling, such as a drop. The front enclosure needs to be replaced to address the observed physical damages. The archive data indicated (ua) 18 messages around the reported event date, thus, confirming the reported complaint. In addition, unrelated to the reported complaint, the archive revealed (ua) 02 and fault code16 (timeout during takeup) messages around the reported event date. The autopulse platform failed initial functional testing due to (ua) 02 error, unrelated to the reported complaint. A brake gap inspection verified the brake gap was within the specification. A load cell characterization test confirmed that both cell modules function within the specification. During further testing, noticed that the spring inside the shaft lock was damaged. Due to the damage, the shaft lock was not engaging, causing the shaft to rotate freely and resulting in errors observed during the archive review. The observed errors were likely related to the damaged spring inside the shaft lock plunger observed during the functional testing. To remedy the problem, the shaft lock plunger needs to be replaced. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).

Event description:
During patient use, the customer reported that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 18 (max take-up revolutions exceeded) error message. The user performed troubleshooting and was unable to clear the ua 18 error message. Manual CPR was performed. No impact or consequence to the patient.

Manufacturer narrative:
UDI related data quality updates only.